Event description:
Ep lab reviewed. When the catheter was connected to the cable, there was a sensor error message on the display monitor. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. The new catheter worked properly. No injury to the patient. This particular catheter has been reported numerous times by us.